Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a calcified and tortuous lesion. During the procedure the orsiro stent dislodged from the balloon inside the lesion. By using a snare the dislodged stent was retrieved from the patients body.

Manufacturer narrative:
The returned stent was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected stent delivery system was not returned. In addition the provided angiographic material was reviewed. The technical investigation revealed a severely deformed stent, elongated over its entire length. The actual stent dislodgement is not visible at the provided angiographic material. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to unknown external factors during procedure.